Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product - unknown right fossa: catalog #: unknown; lot #: unknown. Report source - foreign - brazil. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2022-00214.

Event description:
It was reported that the patient underwent a right tmj replacement procedure on an unknown date. Subsequently, the patient is schedule to be revised due to severe arthrosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. It was reported that the patient experienced serious limitation of mouth opening and pain and is scheduled to be revised due to severe arthrosis. This could not be confirmed without medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient is experiencing serious limitation of mouth opening and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.